Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended in august 2019. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices in (B)(6) 2019. As a result, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
No surgery has been scheduled at this time. If surgery occurs, a supplement will be submitted.